Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead and also far field r-wave (ffrw) seen on real time electrocardiogram (egm). The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 693565 implantable tachy lead implanted: (B)(6) 2013; d314drg implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013. (B)(4).